Event description:
It was reported the adenoid blade broke. It may have been due to scrub tech cleaning. There were no patient consequences. Third of 3 events; see 3007069406-2012-00460 and 3007069406-2012-00431.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(6) 2012. Visual inspection of the returned device revealed the tip remained intact with slight melt back of the clear housing near the corner of the electrode wire. Review of the lot history revealed no anomalies. End of report.